Event description:
It was reported that the device was used during a bariatric pancreatic cystic gastrectomy. The device fired an incomplete staple line. The case was completed by hand suturing. There was no consequence to the patient.